Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that insulin drips were not observed dripping from the tubing or from the cartridge. Customer's blood glucose level was 540 mg/dl with ketones present. Customer delivered a bolus to address elevated blood glucose level. Customer performed a supply change to address the issue. Additionally customer reported delivering a meal bolus, but blood glucose level continued to rise. Customer then delivered a second bolus leading to a low blood glucose level.

Event description:
It was reported that insulin was not observed to be exiting the cartridge. Customer's blood glucose (bg) level was 540 mg/dl with high ketones. Customer changed the pump supplies and delivered a bolus to address the issue. In addition, the customer experienced a low bg level. Bg value was not provided. Reportedly, the customer "over corrected" for a bg level. Customer delivered multiple boluses to address a bg level, and subsequently the customer's bg lowered. Additional information regarding reported low bg was not provided.